Manufacturer narrative:
H10: additional information was received that the ventilator with the malfunction was a bipap focus and not a v60 ventilator. It was reported that there was a capacitor malfunction. Per good faith effort (gfe) response, the customer was informed that support was no longer provided for the bi-pap focus. The customer was informed that support was no longer provided for the bi-pap focus. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d2, d4, g4.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a capacitor malfunction. It was reported there was no patient involvement at the time the issue was discovered it was reported that there was a capacitor malfunction. Device evaluation and repair are pending.

Manufacturer narrative:
H10:e1- (B)(6) hospital. (B)(6).